Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-01301; 508-32-204, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to broken baseplate screw. All implants were removed except the stem.